Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation procedure with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered breast implant deflation on an unspecified side, post-procedure. The patient is scheduled for replacement surgery in (B)(6) 2020 for unspecified silicone implants. Since it was not specified which side had deflated, the following serial numbers will be provided for both sides: (left: (B)(4) and right: (B)(4)).